Manufacturer narrative:
Na

Event description:
It was reported that the ventilator turned on and then it turned off. Afterwards, even if the on/standby button was pushed, the ventilator would not turn on. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.